Event description:
On 02/18/2022, it was reported by a arthrex employee via email that an ar-3638 knotless fibertak did not go through the guide. A new device was opened and used to complete the case. This was discovered during a procedure on (B)(6) 2022. Additional information received 2/21/2022: this was discovered during a glenoid labrum repair procedure. Another ar-3638 knotless fibertak was used with the guide and it was successful. No additional bone socket were created and nothing broke inside the patient.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. One unpackaged ar-3638 was received for investigation. The diameter of the fibertak inserter was assessed using digital micrometer ID: 224, and the device was found to meet design specifications. No problem found.